Event description:
Customer reportedly received result of 420 mg/dl on the aviva system and 199 mg/dl on professional device within 10 mins. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.